Event description:
During last scheduled follow-up, the following warning message was displayed to the user: "[27] the device was reinitialized 3 times since the beginning of life. Last reset date: (B)(6), 2012, 8:38".

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.